Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
Patient underwent total hip arthroplasty on (B) (6) 2006. Subsequently, the patient was revised on (B) (6) 2010, due to loosening of the acetabular cup shell. It was further relayed that the surgeon had concerns about effects on the patient with regard to sensitivity to the implant.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component's plasma spray surface found relatively little bone on-growth on the superior surface. There was no evidence of missing coating. The articulating surface has numerous scratches that suggest foreign particle abrasives were trapped in the articulating area and produced the wear. Although it appears that some type of third body particles were present, the source and identity of this agent could not be established. The articular rim showed deformation marks in several areas. It is unclear how much of this wear might have occurred during explant removal.

Event description:
Patient underwent total hip arthroplasty on (B) (6) 2006. Subsequently, the patient was revised on (B) (6) 2010, due to loosening of the acetabular cup shell. It was further relayed that the surgeon had concerns about effects on the patient with regard to sensitivity to the implant.